Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019.

Event description:
It was reported that the ventilator's touchscreen failed calibration. There was no patient or user involvement.

Manufacturer narrative:
Date received by MFR: 20sep2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen failed calibration. There was no patient or user involvement.

Manufacturer narrative:
Date received by MFR: 26aug2019. It was reported that the ventilator's touchscreen failed calibration. There was no patient or user involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.